Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient (pt) said since they started charging after having the neurostimulator implanted, 9 times out of 10, charging with the belt never worked. The pt stated the belt fit fine, however the neurostimulator was harder to find using the belt so they'd just stick it in their pants and after a bit of finagling, (they've even tried laying down,) they'd be able to charge. The pt stated they wished they hadn't gotten this neurostimulator because it was "a pain," and that today (and again 5 days ago,) they went to charge the neurostimulator up, they'd get it in place and as soon as they tightened the belt or breathed, the recharger would move and the neurostimulator wouldn't charge. The pt stated they would think it was working but then they take off the belt and the recharger would be off and not beeping. The pt stated they just saw the 3 green lights lit up on the recharger. The pt also mentioned that a few times and randomly (like the last 2 out of 3-4 times) while they were charging they'd feel a pin-prick (like a lot of needles were pricking them at one time)/shocking sensation. The pt stated they weren't sure if they were using a layer of clothing or not when this happened, and thought it happened both with and without the pt's thin layer of clothing but noted they would pay more attention the next time they were charging. The pt hadn't been using a belt at the time they experienced the sensation, it had just been stuck in their waistband and the pin pricks/shocks seemed to them to be closer to where their scar was, like "maybe a lead or something." The pt stated the sensation would stop when they took the recharger away from the charging location. The pt stated that the implant site had been healed at the time and that the sensation would start almost immediately when they began charging. The pt stated that up until today, they never used the recharging application so they didn't see a screen when the pin-pricks/shocking sensations were occurring and noted they would start to use the application from now on so they could have a better idea of what was happening as they charged. On the call, the pt was able to successfully connect to charge without the belt, using a thin layer of clothing and they were not experiencing the pin-pricks/shocking at the time of the call. The pt saw that the neurostimulator battery was at 30% charge, the therapy was off and they had excellent connection. The pt wasn't sure how the implant was up to 30% as they didn't think they'd been successful in charging the last few times they tried to charge and they knew the therapy had been off so they thought it had been near depleted. Patient services explained that it was difficult to tell how much the pt had previously charged during their last few recharge session attempts because they hadn't used the application, but on the call the neurostimulator charged up to 40% and the pt continued to stay connected and charging. The pt was successfully still charging by calls end and was going to continue their charging, reach out to their managing health care provider (hcp) about the sensations they were experiencing and use their recharger application to charge in the future. The pt stated they would call back if they continued to experience issues while recharging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). The caller noted that they were still experiencing shocking from the recharger during recharge sessions. The caller thought it may be coming from the prongs, but was not sure. The caller noted that they could never use the belt, because it moved and the recharger lost connection, therefore they recharged with the recharger stuck into their pants. They did charge over their underwear, so there was a fabric barrier. The caller described the sensation like a "straight pin poking me". The caller also noted that while recharging, they couldn't move at all or even breathe and it would lose connection. They had to sit very carefully or lay on the bed to charge. The caller noted that their underlying condition had improved and they did not need the therapy as much. Patient services emailed repair to send a replacement recharger and a medium sized belt. Caller called back on 2024-mar-28 and reported getting a replacement recharger. While the caller was holding, they were able to get it paired up. The caller was now seeing excellent connection and 70% with therapy off. The caller will charge to 100% and then move to the my therapy app to get therapy turned back on. The caller noted that this replacement recharger was not shocking them.

Manufacturer narrative:
B1: incorrect on initial report, corrected h6: coding missed in initial report, corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.